Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and functional stress testing with battery only, battery and ac connected, and ac only without duplicating the report. An inspection of the device found no discrepancies. The device was recertified and returned to the customer. Review of the device logs showed a heavy presence of battery calibration prompts. The customer was contacted with our recommended battery management practices as a precaution. The device was recertified and returned to the customer. The battery used during the event was not returned for evalaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 60-year-old female patient, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.